Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin.net transmission indicated the patient had non-sustained rv oversensing episodes due to post-paced t-wave oversensing. Reprogramming was performed. No adverse consequences were reported.